Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in pacing impedance measurements. High out of range pacing impedance measurements triggered a lead safety switch. The patient was evaluated in clinic and isometrics did not produce any noise. The patient will be evaluated in clinic again in the upcoming months. Technical services advised rv thresholds had increased too. This rv lead remains in service. No adverse patient effects were reported.